Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having difficulty recharging the ins and was unable to get coupling bars. It was later reported that the hcp needed help to turn the patient¿s ins on. The hcp was instructed on how to turn on using the ins recharger (insr). A new insr and harness were requested to attempt to resolve the recharging difficulties. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.